Event description:
It was reported that right atrial (ra) lead dislodged and the helix was not completely extended. Dislodgement was confirmed via fluoroscopy. The lead was repositioned back to the right atrial appendage without difficulty on (B)(6) 2026. The patient was stable and discharged home.